Event description:
There was an allegation of questionable sodium and chloride electrode results for one patient sample tested on the cobas 8000 ise 1800 module. The initial sodium result was 125 mmol/l, and the repeat result was 142 mmol/l. The initial chloride result was 127 mmol/l, and the repeat result was 105 mmol/l. The questionable sodium result was not released outside of the lab because the questionable chloride result was noticed.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer reported having some questionable values and flags during the calibration. A field service engineer (fse) performed ion-selective electrode (ise) checks and observed unstable fluctuations. The fse decontaminated the instrument and replaced the reference electrode, o-rings, and the sipper nozzle. The amplifier board was also swapped. The investigation determined that the service action resolved the issue. The customer has not reported any additional events.